Event description:
The lay user contacted lifescan (lfs) on february 26, 2006 alleging that the patient's lifescan's meter was not powering on. A medical affairs specialist (mas) mailed a letter to the patient since the user was could not be reached for further clinical information. The reporter mentioned that the patient's meter stopped powering on about a month ago. The patient started to use his neighbor's meter two weeks ago and also tested on the physician's meter approximately two weeks ago and received a 280 mg/dl. At the time of testing the patient felt faint, had a stomach and headache and experienced poor vision. The patient was prescribed oral medication (actose 20 mg) for the 280 mg/dl reading. The patient was also prescribed medication for his heart. Patient did not have supplies availabel for the customer care agent (cca) to troubleshoot. The meter is not a new product (out of box). The meter does not power on by pressing the power button. A replacement meter was sent to the patient. The complaint is being reported since the patient was unable to test on his meter and a medical profesional treated the patient with oral medication for a reading of 280mg/dl while feeling faint and having vision symptoms.